Event description:
It was reported by service report that the hose assembly is leaking fluid near the connector. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Hose assembly.